Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to the same meter with readings of "230 and 129mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (08/14/2013)-product evaluation: the analysis of the subject meter was completed on 08/08/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 was observed during control soluiton testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.